Event description:
The duett sealing device was deployed and at second resistance the balloon ruptured. Upon device examination the balloon was found to have a complete radial tear. The entire balloon was intact on the catheter and this event occurred prior to procoagulant delivery. No complications were reported.